Manufacturer narrative:
On-site investigation was performed by distributor field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the safety valve pull magnet was found defective and its replacement will most likely solve the issue. Awaiting for replacement of the part. The defective part return has been requested for further investigation but has not yet been received. Review of the provided device logs confirmed occurrence of the reported issue.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).